Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump began charging successfully after being left plugged in for an extended period of time. The customer continued to use the pump for therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.